Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 smartphone operating system: 18.1 smartphone hardware: iphone12.8 cgm sensor type: g7.

Event description:
It was reported by the patient that the pod's needle did not deploy indicating a needle mechanism failure. The cannula was not visible and the pink slide did move forward.

Manufacturer narrative:
The device was received not deployed. The data showed that the device completed first and second priming sequences before being deactivated at the end of second prime. The device ran the expected number of pulses in each priming sequence. The drop in pulse widths in tandem with the rotational sensor failing to transition indicates that the hook talons were slipping over the ratchet gear during second prime, and the ratchet gear was not rotating. The drive stall that occurred during second prime resulted in the firing flat of the ratchet gear not being lined up with the release bar by the end of second prime, preventing the needle mechanism from deploying as intended. The rerun did not replicate the low pulse widths or the drive stall. During the investigation no damages or defects were observed that would contribute to the slipping. The hook talons failing to detent the ratchet gear can be confirmed as the cause of the reported needle mechanism failure, however the cause of the failure to detent could not be determined.